Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, that upon removal of sensor pod from the patient's abdomen, the patient experienced a sensor wire that was missing from sensor pod. Sensor was inserted at the abdomen on (B)(6) 2015. Patient stated that he is a little concerned over not being able to see the sensor wire in the failed sensor pod. Patient is worried that it could be under the skin. Patient stated that he could see a small red bump at the site but does not see or feel the wire. No additional event or patient information is available.

Manufacturer narrative:
B)(4).

Event description:
Patient contacted dexcom on b)(6) 2015, to report that on b)(6) 2015, the patient experienced a detached sensor wire upon sensor removal. Patient could feel the sensor wire in the skin. Sensor was inserted at the abdomen, date unknown. No additional event or patient information is available.